Event description:
It was reported that the patient with this previously capped left ventricular (lv) lead was explanted due to pocket erosion and infection. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).